Event description:
During a peritoneal dialysis catheter placement procedure, it was noted that a needle holder inside jaw was missing. It was unk if the needle holder was intact at the beginning of the case. An abdominal x-ray was taken and read as negative by radiologist as "no foreign body seen." There was no harm to pt.